Event description:
Caller states the pt tested 41 mg/dl on the performa system and 64 mg/dl on a comparison lab within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in foreign country.